Event description:
Caller reported a cartridge alarm occurred repeatedly. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, informing the caller about the steps needed to put the pump into storage mode before sending it back, and ensuring the customer had an updated pump software with the replacement. Caller agreed to use multiple daily injections (mdi) as backup therapy while waiting for the new pump, and confirmed understanding of all instructions provided, including returning the pump via ups within ten days.